Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise (ion-selective electrode) sample pot and the potassium electrode to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided.

Event description:
Report that the customer's au680 clinical chemistry analyzer generated erroneous high ise (ion selective electrode) patient results. There was no effect to patient treatment in connection to the event. Quality control was within the laboratory¿s established ranges prior to event.